Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of propofol occurred on an ICU patient receiving several medications on different channels. The propofol (100 ml vial, 10 mg/ml) was to infuse at 13.2 ml/hr. The administration set was changed between 0500 and 0530, and connected to the patient. The channel c door was closed, and the roller clamp was opened. A different channel was infusing at 5 ml/hr and alarmed for upstream occlusion. The line beside the propofol infusion was partially caught in the propofol module door. The channel door was opened, the occluded line was removed from the propofol door and the infusions were restarted. Shortly afterward the patient had a decrease in vt (presumed to mean tidal volume), respiratory rate, and blood pressure. The map decreased from 90's to 60's with desaturation to 86%. The user examined the propofol bottle and observed that approximately 1/4 of the bottle (approximately 25-30 ml) had infused. The patient recovered once the infusion was re-established at the correct rate.

Manufacturer narrative:
The customer¿s report of a propofol overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the propofol bottle cannot be determined through device logs. The returned photos do not show any issues with the loading of the set. The root cause of the reported propofol overinfusion was not identified.

Event description:
The customer reported an over infusion of propofol occurred on an ICU patient receiving several medications on different channels. The propofol (100 ml vial, 10 mg/ml) was to infuse at 13.2 ml/hr. The administration set was changed between 0500 and 0530, and connected to the patient. The channel c door was closed, and the roller clamp was opened. A different channel was infusing at 5 ml/hr and alarmed for upstream occlusion. The line beside the propofol infusion was partially caught in the propofol module door. The channel door was opened, the occluded line was removed from the propofol door and the infusions were restarted. Shortly afterward the patient had a decrease in vt (presumed to mean tidal volume), respiratory rate, and blood pressure. The map decreased from 90's to 60's with desaturation to 86%. The user examined the propofol bottle and observed that approximately 1/4 of the bottle (approximately 25-30 ml) had infused. The patient recovered once the infusion was re-established at the correct rate.